Manufacturer narrative:
Device not explanted.

Event description:
A patient received a perceval pvs23 sutureless aortic heart valve implant as part of the sure-avr trial on (B)(6) 2013. The manufacturer was notified of a serious adverse event, non-structural dysfunction / intra-prosthetic regurgitation 3+, which occurred on (B)(6) 2015. Per review of the sure-avr database the patient received a permanent pm implant 22 days after implant due to avb iii. This was deemed not valve related per clinical assessment. At fu 1, in (B)(6) 2015, the patient had a non-structural dysfunction / intra-prosthetic regurgitation 3+ and a mean gradient of 7 mmhg. The patient had a 2nd fu in (B)(6) 2015 and had a non-structural dysfunction / intra-prosthetic regurgitation 1+ with mean gradient of 10 mmhg. At fu (B)(6) 2017, the patient leak had not changed from 1+ and they had a mean gradient of 9 mmhg. At fu 4, their latest follow-up, (B)(6) 2018, the patient had a central leak of 2+ and a mean gradient of 6 mmhg.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. There is no evidence that the patient is symptomatic and no indication of device explant is reported. As such, no serious injury for the patient is identified. Since the device remains implanted, if new information is received the case will be reassessed and proper investigative actions will be taken. At this time the root cause of the reported non-structural dysfunction / intra-prosthetic regurgitation 2+, is unknown. Fields changed: b4, g4, g7, h2, h6.